Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during follow up the patient mentioned that in the past the patient experienced some sort of mild leg pain; however, the pain resolved by itself. The physician stated the event was related to the procedure. In addition, the physician did an ultrasound and noted the graft going down. The physician did not perform any treatment and decided to wait because the pain went away. No clinical sequelae were reported and the patient is doing well.